Manufacturer narrative:
The pump/driveline remains implanted in the patient and is thus not available for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Onsite inspection of the driveline revealed yellowing and cracking of the outer sheath. A portion of the outer sheath near the strain relief was also missing. A driveline sheath repair was performed in order to mitigate the reported conditions. Heartware has initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation conducted under this investigation, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a patient notified the site that part of the outer sheath of the driveline cable was missing. From the report, it appeared that the patient had attempted to secure the driveline with the use of a telephone cord/cable. The patient reported that the event was not associated with any vad stop events. A driveline sheath repair was subsequently performed on an outpatient basis. During this repair the patient's telephone cord/cable was removed and the clinical specialist noted that approximately 1" of the outer sheath was noted to be missing just adjacent to the driveline strain relief. The inner lumen and wires of the driveline were intact.  No "electrical fault" alarms were seen when the ventricular assist device (vad) was interrogated. The driveline cover was easily able to slide over the repair area with no issues. The patient was instructed on maintenance of the driveline and repaired area. All questions and concerns were addressed. The patient reported anxiety as a result of the event, however, there were no further patient complications. No further information has been provided.